Manufacturer narrative:
Date sent to the FDA: 12/6/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture injury (e20) . Appropriate term / code not available (g07002) utilized to capture no device returned. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted due to stress urinary incontinence. No additional information was provided.